Event description:
It was reported the patient developed a serious infection. The nature and location of the infection was not reported. There were no device issues reported. The medication in the pump was not reported. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).